Event description:
On (B) (6) 2010, the patient called for assistance with the 'change cartridge' procedure and reported he had an elevated blood glucose reading of around 300 mg/dl when he woke up this morning. His target range is 130-170 mg/dl. He tried to treat his readings by delivering insulin but his current reading is 321 mg/dl. The patient stated, it will take about 2 hours for his readings to decrease. Troubleshooting did not find any product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.